Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider because no backup insulin therapy was available, and technical support arranged shipment of replacement pump under warranty, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.